Manufacturer narrative:
Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat test due to missing retainer. Unable to verify possible over delivery anomaly due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Unit also had a missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case, broken belt clip rail, pillowing keypad overlay and cracked keypad overlay at the select button. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damaged retainer ring and the customer was hospitalized due to hypoglycemia. Blood glucose level of the customer was 70 mg/dl. It was stated that the tube had lot of air bubbles. The device will be returned for the analysis.

Manufacturer narrative:
The follow up report was submitted with the wrong aware date. The correct date is (B)(6) 2019.